Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Manufacturer narrative:
It was indicated by the customer that the device is not available to be returned for evaluation as it has been confiscated by the local (B)(6). As such, masimo representative conducted device evaluation at the site. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed. A service history record review reveals that this unit was in the field for over seven (7) months with no previous reported issues prior to this reported event.

Event description:
It was reported that the device was monitoring (B)(6) pediatric patient in the home when patient expired. The sheriff confiscated the device. It was reported that the sheriff does not believe the monitor was in use at the time of the event. There was ems patient intervention.